Event description:
It was reported that a patient who has had the vns for a while has developed cardiac block, which has manifested as an observed issue with the qrs complex on the electrocardiogram (ECG). It was noted that the patient's ECG was normal at the time of implant. No additional relevant information has been received to date.